Manufacturer narrative:
The duraseal 5ml 1 kit/box (dsd5001) was not returned; therefore, an evaluation of the product could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Per the fmea, potential causes of failure include: solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duraseal 5ml (dsd5001) was used for dural closure and all looked normal while mixing up. When they tried to use it on the patient, it came out like an almost solid gel. They changed the tip over and tried to use all three with the same outcome. Another syringe used from the same lot number was absolutely fine. No patient injury occurred and there was only a 5 minute delay due to product problem.